Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was failed and cubie was not opening. A field service engineer (fse) was informed by the customer that auxiliary drawer 6 was not staying closed. The fse assessed the drawer and determined that the pocket had been forced open and medication had been removed without proper system processing. The fse assisted the customer in reviewing storage records and identified a discrepancy in the medication count within the drawer. The fse supported the customer in generating a report to track the missing medication and coordinated verification with the nursing staff. The fse then guided the customer to recover and eject the pocket to unload the medication properly, after which the drawer functionality was restored. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a full-height drawer and one cubie failed. The cubie did not open, and there was no option to manually fail it. The user broke open the cubie to access medication, but it remained assigned and could not be released. As a result, the entire drawer failed and could not be recovered since the cubie could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.